Event description:
Had ethicon prolene hernia repair system patch installed 15 months ago and have had pain from the beginning. The more time that passes the more pain I have. Have pain prior to bowel movements and even more pain with diarrhea. Left testicle ascends when I lean forward slightly. Direct correlation between level of activity and pain level.